Manufacturer narrative:
Concomitant medical products: 6937a-58 lead implanted: (B)(6) 2018; 694958 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, lightheadedness and palpitations. It was further reported that right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing and a low amplitude p wave. The ra lead remains in use. No further patient complications have been reported as a result of this event.